Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (39 mg/dl). Reportedly, the pump time and date were inaccurate, and the customer was receiving the "daytime basal rate" at night. Customer was unsure how the pump time and date became inaccurate. Tandem technical support guided the customer through adjusting the pump time and date. Customer addressed low bg levels with carbohydrates. Although requested, customer did not upload pump data for review.